Event description:
A customer reported to a lensar clinical application specialist a corneal etch due to a suction break.

Manufacturer narrative:
Investigation including root cause analysis is in progress.